Event description:
It was reported that after implantation the patient was doing fine with good therapy and impedances within the 200 to 800 range. It was noted that recently the therapy stopped working and impedances were now showing over 800 ohms. Additional information received reported that no tests had been completed yet however the gastroenterologist proposed future tests. It was noted that at the next appointment an attempt would be made to reprogram the device and run impedance checks through all the electrodes. It was further noted that no reprogramming had yet been attempted. It was noted that the device was currently on however the patient was not receiving effective therapy. It was noted that the physician would consider re-implanting a new device as a last resort.

Manufacturer narrative:
(B)(4).